Event description:
Ous MDR - after the implant duration of 32 months oversensing was reported. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 52 cm proximal the lead tip. The proximal part of the lead was missing. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation, the deformation of the rv shock coil and the damaged lead tip are most likely related to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.